Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown.  Device manufacture date: unknown. Investigation results: summary: the customer issued a complaint for plunger pulled out from the syringe detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Batch in unknown. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration. Conclusion: based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided to our customer is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration. Root cause: complaint is unconfirmed.

Event description:
It was reported that when a consumer went to inject medication using a bd ultrasafe passive¿ x-series needle guard syringe, the plunger fell completely out and some of the medication spilled. There was no report of exposure to mucous membranes, serious injury, or medical intervention.